Event description:
It was reported there was loss of image.

Manufacturer narrative:
Alleged failure: turning on an off randomly in cases [update - procedure was completed successfully. Unable to confirm full loss of image on primary monitor/duration] the failure identified in the investigation is consistent with the complaint record. The probable root causes could be due to issues with the software and the ssd satadom. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.